Event description:
It was reported that the customer stated that the patient-controlled analgesia (pca) tubing was found in the patient's bed disconnected from mouthpiece and remains at octopus level. There was patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
E1: facility name" (B)(6). H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.